Event description:
It was reported that the wake button was consistently delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer's blood glucose level was 224 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.